Manufacturer narrative:
The device has been returned and evaluated by product analysis on 15-aug-2018 with the following findings: there was evidence of moisture confirmed behind the display lens. The pump is unresponsive with returned battery cap and a test battery cap with no audible tones, no vibration alert and a blank display. The battery compartment was cracked. The leak test shows leak at battery compartment crack. The pump cover was removed and display flex cable was fully inserted into the display flex connector and the connector latched. There was evidence of moisture contamination throughout the inside of the pump. The display fails due to the unresponsive pump. Unable to adequately investigate "cloudy display" portion of complaint due to unresponsive pump. The pump is unresponsive due to internal moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy with moisture) issue. It was alleged the display was cloudy and there was moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.